Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
It was reported by the customer service (B)(4), that mr. (B)(6) called about a surgery regarding his sister in law (approx. (B)(6) years old) has undergone at the (B)(6) in (B)(6) 2017 involving the stryker gamma nail. In (B)(6) 2017, she had to undergo surgery again as there was a fracture (unclear if it was a fracture of the gamma nail or the bone). In 2018 she had another surgery (separate (B)(4)). It was indicated that the initial call was to ask what the warranty is for a gamma nail. He was told that he needs to contact the hospital and that the hospital then can contact stryker if there would be an issue with one of our products. He understood that they are in discussion with the hospital as they think it is a medical error. The legal advisor of the hospital they have contact with is mr. (B)(6).